Event description:
A customer contacted a baxter technical svc rep (tsr) regarding a system error 2240 alarm that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. The transfer set fell apart and disconnected (pt line and transfer set became separated). The tsr advised use of new supplies. Hc operational. No pt injury or medical intervention was indicated at the time of the initial report. This writer spoke with the home pt's father, who confirmed that the pt line and the transfer set had become disconnected during therapy. He stated that therapy was stopped and started over using new supplies. The pt's father also said there was no pt injury or medical intervention associated with this incident and that the pt has been continuing with therapy as usual.